Event description:
Contact reports the viper rod holder instrument rod holder broke while trying to insert a 45mm rod inside the head screws during a minimally invasive procedure. The broken portion was retrieved but the procedure was delayed by 50 minutes as a result of the difficulty.